Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is requesting an explant due to discomfort at the ipg site. The physician suggested the patient turn the scs system off for one month and re-evaluate at that time. The patient denies any heating while recharging. The physician denies any signs of infection.